Event description:
It was reported that the target lesion was a chronic total occlusion (cto) in the mid right coronary artery (rca) with moderate tortuosity and heavy calcification. Pre-dilatation was performed with a non-abbott balloon, then the mini trek 2.0x 15 mm balloon was attempted to be delivered, but it was not able to cross the lesion at all. During removal of the mini trek, there was resistance between the cto lesion and the mini trek. After removal of the mini trek 2.0x 15 mm balloon from the anatomy, it was noted that the tip of the mini trek appeared longer than usual and it appeared wrinkled. A 2.0 x 15 mm non-abbott balloon was able to cross the lesion to complete the procedure. No adverse effects to the patient were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: miracle 6, guiding catheter: outoburn 7f jr 3.5. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device noted indentations in the tip; however, did not confirm the reported stretched and wrinkled tip. The reported resistance during advancement and removal of the device appears to be related to case-specific operational context of the device as the lesion was moderately tortuous and heavily calcified. In this case, it is likely that the tip interacted with other devices and/or the tortuous and calcified lesion and became damaged. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there does not appear to be any indication of a product quality deficiency.